Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the x-ray system was not starting. Upon functional testing fse found that there was no power in the hospital and issue with the hospital electrical power. Issue was resolved after hospital engineer solved the electrical problem. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the device would not turn on. This did not occur during clinical use and there was no harm reported for user or patient. Philips has started an investigation of this complaint.